Event description:
Dental assistant reported that at time of placement the site was too large for implant. Dr elected to graft the site and place a larger implant. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Review of the lot history of the subject product could not be completed since the lot number was unavailable from the doctor's office.